Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/0; cat # 6570-0-136; lot # 32720801. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon called and asked to have removal gear for unknown stem, then advised it was abgii which he'll revise to exeter. Advised hip was unstable.

Manufacturer narrative:
An event regarding abnormal ion level an abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection - visual inspection of provided images was performed and stated that scratches and damage was observed on surface. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: similar events have occurred for the abgii modular product family. These events were determined to be associated with ra 2012-067. Clinical review - a review of the provided medical records by a clinical consultant indicated: the root cause of this event cannot be determined with certainty. The causes of femoral loosening with elevated cobalt levels are multifactorial including surgical technique especially in the initial fit and stability of the femoral implant, the preparation of the femoral head and trunnion prior to insertion, and host bone factors as well. Elevated cobalt levels could be consistent with a corrosive process but I have no documentation for this since I do not have a revision operation report. Also contributing could be the patient¿s lifestyle, activity level and bmi. Positive cultures can be indicative of infection but could also be a result of contamination of the specimen. With the information provided I cannot assign any causality to the implant itself since I have no information about the femoral head articulation with the femoral stem. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ion level is considered to be under the scope of this recall. No further investigation is required.

Event description:
Additional information: explanted today (B)(6) 2025 successfully with medical illness delay ¿ pt arrived for surgery on (B)(6) 2025 febrile 38.4 degrees on arrival and was postponed to the new date (B)(6) 2025.